Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked and there was moisture present in the pump. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/28/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal left of the grip pad. No moisture was found in the battery compartment or under the display lens. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no moisture damage.